Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised by technical support to use multiple daily injections as a backup therapy while awaiting a replacement pump. Technical support confirmed the cartridge alarm issue and sent a replacement pump to the customer, providing instructions for putting the pump into storage mode and returning the problematic pump to tandem. The customer acknowledged all instructions and agreed to the return process.